Event description:
A us dist contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event while at home. The pt reported that the lifevest "caught on fire." The pt alleged that the battery and wires got hot and the device was alarming, so the pt removed the vest. The pt's home health nurse reported that the pt had burn marks on his shoulder blade, in the middle of his back, and where the garment would be. Per review of the event, the pt rec'd one treatment at 12:36:30. Rapid atrial fibrillation with a rapid ventricular response at 170 bpm and motion artifact contributed to the false detection. The measured impedance level was 120 ohms, which is within the normal range. The response buttons were pressed after the treatment was delivered. The pt ended use of the lifevest. There is no indication that the pt sought medical attention for the alleged burns.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) and monitor sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. All gels were appropriately deployed on the electrode belt. Device eval of battery (B)(4) and sb (B)(4) were completed. Both batteries were fully functional. Mfg date and usage of device: monitor (B)(4): 11/2011-reuse; electrode belt (B)(4): 03/2013-reuse; battery sn (B)(4): 11/2014-initial use; battery sn (B)(4): 11/2014-initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.